Manufacturer narrative:
Model number/catalog number: sc-4220-45; batch/lot number: 21809062; model/catalog description: 4.5 inch entrada 2.0 needle. The devices were not returned to bsn as they were discarded by the medical facility. Additional information was received that the patient was not experiencing any after effects and was reportedly doing well.

Event description:
A report was received that during a perm implant the patient had a cerebrospinal fluid leakage (csf leak) on both needle placements. The physician was not able to put in the lead due to csf leak. The physician did a blood patch and it was unknown if there was any other medication given. The case was aborted.

Manufacturer narrative:
Model number/catalog number: sc-4220-45. Batch/lot number: 21809062. Model/catalog description: 4.5 inch entrada 2.0 needle. The devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a perm implant the patient had a cerebrospinal fluid leakage (csf leak) on both needle placements. The physician was not able to put in the lead due to csf leak. The physician did a blood patch and it was unknown if there was any other medication given. The case was aborted.